Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the iob was set for 4 hour duration. Investigation notes: bolus of 10u was performed; status screen 2 and ez carb/ezbg results advanced bolus screen indicates iob = 9.99. Iob depleted to zero in 4 hours. Iob feature functioning as intended. Unable to duplicate complaint during this investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the iob is not reading correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.